Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation:n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 250cc mentor memorygel breast implant prostheses and experienced left-sided rupture and right-sided anisomastia postoperatively. Initially, right-sided rupture was suspected due to right-sided anisomastia. However, MRI performed on (B)(6) 2021 indicate the left-side rupture. The patient had a consultation with a healthcare professional, and the diagnosis of left-sided rupture was confirmed based on the MRI result. The patient is planning to undergo a revision surgery. However, at the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided rupture.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the MRI result, patient¿s symptoms and revision surgery. The MRI result also indicated left-sided grade ii/iii capsular contracture. The patient experienced bilateral capsular contracture (left grade: ii/iii, right grade: I). Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction. The patient underwent bilateral removal and replacement with two 275cc mentor memorygel breast implant prostheses (catalog #: 3507275mc, left serial #: (B)(6) , right serial #: (B)(6). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the product investigation was updated. Investigation summary (update): mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 15-jun-2021, mentor received additional information regarding the pathology report. The pathology report on left capsule did not indicate any anomalies. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold on the posterior view. Additionally, a tear was observed within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 1-feb-2021, it was found that the patient's symptoms and the date of event were omitted on the initial report. On 10-feb-2021, mentor received additional information regarding the explantation date. The patient is scheduled to undergo explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: rupture. On 12-feb-2021, mentor received additional information regarding the patient's symptoms. The side of breast discomfort that the patient experienced during her pregnancy was the right side. Manufacturer's reference number: (B)(4), the patient started to experience breast discomfort when she got pregnant. The date of event was estimated as (B)(6) 2019 based on available information.